Manufacturer narrative:
As received, a complete lead was returned in one piece with stylet stuck inside the lead. Visual examination noted the connector pin and crimp sleeve were found pulled out of the connector assembly and the inner coil was found stretched, consistent with excessive forces during the procedure and blood was also noted. Electrical testing found no malfunctions. The reported event of stylet could not be removed from the lead was confirmed, however the cause of the event could not be determined from the product analysis in the laboratory setting.

Event description:
During an implant procedure, it was noted that the inner lumen of the lead was filled with blood and the stylet could not be removed from the lead after the lead had been positioned. The lead was exchanged and the patient was stable with no adverse consequences reported.